Event description:
I had pfizer saline implants (B)(6) of 1999. In the past 5 years I have noticed extreme anxiety, shortness of breath, daily migraines, unable to concentrate, memory loss (at times I can't complete a sentence), food intolerance, severe constipation, blurred vision, unexplained weight gain, severe pain in my left breast. I was diagnosed with a brain aneurysm in (B)(6) of 2015. (My sister passed away (B)(6) 2015 of a brain aneurysm, she too had implants). I also experience insomnia, mood swings, night sweat, sensitive to light and sound. I'm scheduled for a total enbloc surgery (B)(6). FDA safety report ID# (B)(4).